Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. During deployment inside the patient, the physician observed a wrongly shape of the device, described as the right disc in a lobe form, and it was removed. A second 25mm amplatzer cribriform occluder (lot #: 6983956) from the same batch/lot number was selected. However, during device preparation of the second device, the same wrongly shape of the right disc in a lobe form was observed. An unknown sized amplatzer pfo occluder (lot #: unknown) was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. During deployment inside the patient, the physician observed a wrongly shape of the device, described as the right disc in a lobe form, and it was removed. A second 25mm amplatzer cribriform occluder (lot #: 6983956) from the same batch/lot number was selected. However, during device preparation of the second device, the same wrongly shape of the right disc in a lobe form was observed. A 25mm amplatzer pfo occluder (lot #: 7050634) was successfully implanted. No patient consequences were reported.